Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning: "9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a malfunction of the zoom while using evis lusera colonovideoscope. There were no reports of patient harm. During evaluation, foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on zoom charged coupled device, zoom does not work smoothly. In addition to foreign objects in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, due to wear of the angle wire, the play of the "up/down" knob is out of standard value, the adhesive on the bending section cover had a chip, crack, and white clouded area, the adhesive around the objective lens was peeled and had a white clouded area, the adhesive around the light guide lens was peeled and had a white clouded area, the plastic distal end cover had a dent, the connecting tube had a dent and scratch, due to damage on the charged coupled device, the image had white dots, due to adhesive peeling around the objective lens, streaks of flare appeared in the image, the protector of the universal cord on the suction connector side had a scratch, the protector of the universal cord had a scratch on the control side section, the image guide protector had a scratch, the suction connector is peeled, the universal cord had a wrinkle, the suction cylinder paint was peeled. The device was cleaned, disinfected and sterilized prior to sending it for repair and the customer's process was as follows: it was unknown when the foreign material adhered to the endoscope, there was no delay in the start of pre-cleaning, the nozzle was flushed with air, water, detergent solution and wiped with a lint free cloth, and there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.